Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. Additional information received that the explanted device will not be returned as it was not released by the hospital.

Event description:
It was reported that the patient was having frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.